Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced bilateral ruptures post-operatively, which were confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2013. This report is for the first of two devices.

Manufacturer narrative:
On february 7, 2020, the mentor failure analysis lab received the device for evaluation. In addition, the previously unknown device was confirmed to be a 450cc mentor memorygel breast implant, catalog# 3504501bc, lot# 5645400. On february 10, 2020, mentor completed evaluation of the device. Device evaluation summary: during visual evaluation of the sample a crease was noted in the posterior view. Within crease a tear was observed, measuring approximately 0.5 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).